Manufacturer narrative:
Per the surgeon, it was reported that the patient's abutment was removed under sedation on (B)(6) 2018.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced intermittent irritation during 2017 and has been administered antibiotic and steroid for treatment. Revision surgery has been scheduled for (B)(6) 2018, to remove the abutment.